Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis could not confirm the complaint as the device was decontaminated before the analysis and the suspected contaminated bag was inadvertently discarded.

Event description:
It was reported that during opening of the device, a thread or white hair was found on the device. A replacement device was instead used.